Event description:
Patient had a previously implanted percutaneous spinal cord stimulator to treat regional pain syndrome of upper extremity. Patient returned to surgery to have a cervical spinal cord stimulator implanted for new pain symptoms following a recent trauma. The percutaneous stimulator was removed and the cervical stimulator was placed. Immediately postop, the patient experienced a significant neurologic deficit with quadriparesis including loss of motor function. CT revealed no epidural hematoma and proper placement of cervical lead with expected narrowing of the canal from placement of stimulator. The patient regained some motor and sensory function after being placed on steroids, however because of persistent neurologic deficit, the patient returned within a week to have the device removed. Patient was discharged to a rehab facility to continue recovery. According to the company representative, the stimulator was never turned on postoperatively.what was the original intended procedure?implantation of cervical spinal cord stimulator.device #1is this a laboratory device or laboratory test?no.